Event description:
Home patient reports one incident of a blood leak in the middle of treatment on a new dialyzer. Estimated blood loss was 250 cc's treatment was terminated. No patient injury or medical intervention reported.